Event description:
Customer reported observing smoke from the uninterpretable power supply (ups) of the device. Pt was present, no harm and no delay in care. No harm to user.

Manufacturer narrative:
(B)(4). Additional data/failure investigation. Investigation indicated that there was a customer caused fluid ingression into the ups which resulted in the burned out components and smoke that was observed. Customer confirmed the spill of saline into the unit.